Manufacturer narrative:
Device evaluation: analysis of the returned device identified: missing shell (75-100%) and underweight. A visual and micro analysis was performed which identified: the rupture is not analyzed because the shell was not received only the gel. Based on the device analysis the final assessment is: missing shell and patch assessed as an inconclusive.

Event description:
Healthcare professional reported textured to smooth exchange and left side found "ruptured" during surgery. The device has been explanted.

Event description:
Healthcare professional reported textured to smooth exchange. Later "ruptured" implant was reported for left side. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed, or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. The reason for reoperation was for textured exchange.

Event description:
Healthcare professional reported textured to smooth exchange and left side found "ruptured" during surgery. The device has been explanted.